Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. No prime alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and a compromised force sensor system alarm during prime. Customer's blood glucose was 158 mg/dl. Customer reported there was a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.